Event description:
It was reported the patient experienced right leg weakness following an implant procedure on (B)(6) 2022. Patient is undergoing rehabilitation.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leg weakness is improving.